Event description:
Jet ventilator alarmed "circuit fault." Bunnell hotline contacted and efforts at trouble shooting failed so plan was to change the circuit. Water had collected in the failed circuit and patient received water down et tube. Patient experienced bradycardia and desaturation. Baby was stabilized and placed back on jet with new circuit. Dates of use: (B)(6) 2012.